Manufacturer narrative:
No event date was given, therefore an approximate date of (B)(6) 2019 was used as the event date, based on the event comments of the patient started experiencing problems midway through treatment which is was in september. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 7, 2019 that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2019. Reportedly, the procedure was done under general anesthesia and the patient underwent radiation therapy from (B)(6) 2019. According to the complainant, in september, midway through treatment, the patient had a rectal ulcer and experienced fluid discharge. Reportedly, the spaceoar gel was present in the rectal wall. The rectal ulcer was caused by a combination of spaceoar gel and radiation treatment. The fluid discharge was caused by the ulcer at the prostate apex. The patients condition did not improve after completing treatment, and the patient was sent to a specialist.